Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jan-2018 with the following findings: during investigation, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.